Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the clamping mechanism was deformed. The blowout plate was not attached to the reload. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was damage to the blowout plate and knife blade. The product analysis noted evidence that the device was not used as intended. These issue may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted distal gastrectomy procedure, after the firing, there was a moment when the cartridge wobbled more than usual, and it seemed that the metal fitting in question may have come off at that time. When the cartridge was positioned toward the abdomen side and articulation to the left was performed, it seemed that the metal fitting on the right articulation part has come off. There was no patient injury. Medtronic's initial evaluation of the incident found that there was egia reload thick tissue. Some staple pushers were pushed back to the cartridge. One side of the articulating point was broken. Product was received without accompanying information.

Event description:
According to the reporter during a robot-assisted distal gastrectomy procedure, after the firing there was a moment when the cartridge wobbled more than usual. It seemed that the metal fitting in question may have come off at that time. When the cartridge was positioned toward the abdomen side and articulation to the left was performed, it seemed that the metal fitting on the right articulation part has come off. There was no patient injury. Medtronic's initial evaluation of the incident found that there was egia reload thick tissue. Some staple pushers were pushed back to the cartridge. One side of the articulating point was broken.

Manufacturer narrative:
D10 concomitant medical products: unknown egia su unknown endo gia sulu (lot# unknown) egia60amt egia 60 artic med thick sulu (lot# p4h1063) egia60amt egia 60 artic med thick sulu (lot# p4j0862) sig power sigadaptstnd linear adapter (serial# unknown) sig power sigpshell control shell (lot# unknown) sig power sigphandle handle (serial# unknown) egia60amt egia 60 artic med thick sulu (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.